Manufacturer narrative:
Device was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and insulin pump had drive count or time values or changes incorrect for moving or coasting. Too slow or too fast. The customer blood glucose level was 26.5 mmol/l at the time of incident. The customer experienced symptoms such as thirsty and tired. Customer had treated with a manual injection. Customer reported they was able to clear the alarm but not able to rewind the insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.